Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a crack on the top case and plunger case. Acu watchdog was found in the event history log. Functional testing was unable to replicate the reported issue; no evidence of a hardware issue was found that could contribute to the reported issue. The root cause was undetermined. No repair was needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a primary audible background test. The device had a replaced speaker, plunger cable, and plunger case but still showed the error. It is unknown if there was patient involvement, no adverse patient effects were reported.